Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during filling with 140 ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between december 3, 2012 - december 5, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.